Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the delivery catheter was returned, analyzed and no anomalies were found. No damage or slitting to the introducer was noted. (B)(4).

Event description:
It was reported that a newly implanted lead almost dislodged during catheter slitting. The slitter had de-railed in the catheter hub. Compatibility with other implant accessories was also discussed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product was not returned for evaluation; product was not evaluated; (B)(4)